Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the insulin pump was blank display. Device received with a blank display. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the device display properly, no blank display noted. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the unit was blank display noted. No component damages during visual inspection under the microscope on the pcb 2. In conclusion, the device received blank display, problem isolated to the pcb 2. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device had scratched case, cracked keypad overlay, label damage. Device p-cap or test reservoir locks in place properly and no anomaly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.